Event description:
This complaint was called in by a pss representative. He stated that a doctor reported a potential false negative urine hcg test on consult diagnostics hcg dipstick vs. Ept home pregnancy test. He stated that the doctor sent the pt's blood to the lab for confirmation testing; no results provided.

Manufacturer narrative:
Conclusion: no product lot number was provided; insufficient info to pursue further investigation. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. Per package insert-limitation: false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. No corrective action required at this time as no product deficiency was established.